Manufacturer narrative:
Date of event: the events occurred on an unknown date either in may or (B)(6) 2021. Manufacturer/compounder: (B)(6) austria. Device manufacturer postal code: (B)(6). Literature article: coury, j. R., skaggs, k. F., marciano, g.f., pinyavat, t., naseef, m., roye, b. D., vitale, m.g. ¿intraoperative anaphylaxis to the bovine flowable gelatin matrix." Jbjs case connect. 2022 mar 3;12(1). Doi: 10.2106/jbjs.cc.21.00753. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a t2 to l3 posterior spinal instrumentation and fusion (psif), for kyphoscoliosis in which floseal was used. It was reported the floseal was injected into the l1 pedicle tract and within seconds the patient became tachycardic, and severely hypotensive with a mean arterial pressure of 30. The patient was flipped supine and was resuscitated with intravenous (IV) epinephrine and fluids, nebulized albuterol was administered, and a central line was placed. Hives were observed on the patient¿s trunk. The patient was transferred to the ICU and intubated. It was further reported the patient was given IV diphenhydramine, famotidine and methylprednisolone. After 24 hours of treatment the patient was extubated, and no further antianaphylaxis medications were required. The patient showed elevated serum tryptase levels. The caregiver reported that the patient ¿used to experience facial flushing with the ingestion of gelatin¿. The ige level was positive for bovine. One month later, the patient underwent the planned psif, and no further intraoperative or postoperative complications were noted. No additional information is available.

Manufacturer narrative:
B3: the events occurred on an unknown date (B)(6) 2021. C1 manufacturer/compounder: baxter healthcare - hayward 2024 w winton ave. Hayward ca 94545. Should additional relevant information become available, a supplemental report will be submitted.